Manufacturer narrative:
(B)(4).

Event description:
During the acl procedure, the product broke into the bone of the patient. It was removed only a piece of the product within the bone. Additional information states that it was a piece of the drill within the patient, the physician could not remove everything.